Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is one of two submissions from the same surgical case, the other being 1220246-2016-00176 (B)(6). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the device's distal tip is broken-off. It broke at the spiral weld. In addition, the cannula track is bent. The tip was not returned for evaluation. Also, the device's mechanism is damaged. The device met all material specification as received. Complainant's event typically caused by leveraging/prying the device during implantation procedure. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a curved needle speedcinch was used for a meniscus repair procedure on a horizontal tear on the posterior portion of the patient's lateral meniscus. The surgeon inserted the speedcinch device to move it to the repair joint but the tip bent in the cannula and then broke off. The broken metal tip remained in the plastic housing of the device and the speedcinch was removed from the patient. A second curved needle speedcinch from a different lot number was used to continue but the same issue occurred and the tip broke-off. The broken metal tip remained in the plastic housing of the device and the speedcinch was removed from the patient. The surgeon completed the repair procedure using inside out needles and tying down. Unknown which ar-4502 (lot 600081 or lot 10023651) was used first or second.